Manufacturer narrative:
(B)(4). A non-medtronic service provider evaluated the ventilator and replaced the backlight inverter printed circuit board of the lower display. The ventilator passed self-testing.

Manufacturer narrative:
Covidien reference number (B)(4). No product was returned for evaluation.

Event description:
It was reported that the ventilator has a blank display. Multiple attempts have been made to try to obtain repair and patient information with no response from the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.